Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Healthcare professional later reported " implant capsule is folded in the lumen, the implant thickness is 4.0 cm (5.6 cm on the opposite side). The fibrous capsule is 0.06 cm, between the implant capsule and the fibrous capsule, the contents with a hyperechoic suspension are determined - the gel" diagnosed by us. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.6a., h.6.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Healthcare professional later reported " implant capsule is folded in the lumen, the implant thickness is 4.0 cm (5.6 cm on the opposite side). The fibrous capsule is 0.06 cm, between the implant capsule and the fibrous capsule, the contents with a hyperechoic suspension are determined - the gel" diagnosed by us. Device has been explanted and replaced.